Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the infusion set cannula was bent. Customer¿s blood glucose at the time of incident was 517 mg/dl. The customer was treated with the insulin pump. The customer declined troubleshooting and issue was resolved by changing the set. The insulin pump will not be returned for analysis.